Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when removing the plunger, no sutures were attached with three proglide devices. When the third proglide device was removed, the foot was found to be broken. A cut down was performed, and the foot was removed. The sheath was upsized to a 14fr and the tavr procedure was completed. The artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.